Manufacturer narrative:
Info from section f was completed by the MFR: evaluation summary: quality assurance revealed that the unit was returned with the tip coils separated from the core. Quality engineering analysis, which included scanning electron microscopy, (sem), concluded that the core fractured as a result of torsional overload. It appears that the guide wire tip may have caught on a stent. Force was applied to dislodge the tip, contrary to the IFU, which resulted in tip separation. As part of quality process, 100% of all guide wires are inspected during the packaging phase of mfg microscopically for damage, bends, or kinks to ensure proper device structure and integrity. Quality assurance will continue to monitor for this type of product performance issue. No corrective action is warranted. This MDR is considered closed by the quality assurance deapartment.

Event description:
It was reported that after placing two stents, the guide wire tip separated upon removal. No attempt was made to retrieve the retained fragment. Reportedly, the case ended and no pt injury was associated with this event.